Event description:
Caller reported multiple intermittent occlusion alarms, which appeared to affect blood glucose levels significantly, as the glucose reading was "high." To address elevated blood glucose, the customer used a correction injection via manual delivery methods without incapacitation. Technical support arranged for a replacement pump to be shipped. Customer reverted to an alternative method of insulin therapy.